Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, during insertion of the catheter, the user couldn't tear the peel-away sheath properly as the sheath split near the white hub. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during insertion of the catheter, the user couldn't tear the peel-away sheath properly as the sheath split near the white hub. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.